Manufacturer narrative:
Block b3: exact date unknown, event occurred for some time.

Event description:
It was reported that the patient had difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.